Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. The knot not being present can be affected by numerous factors including, but not limited to patient anatomical condition or user technique, such that the plunger was pulled back too quickly causing the knot to unravel, the operator pulled the suture loop (located at distal end of guide) instead of both suture ends when removing the device from the patient, closing the lever prior to harvesting the suture, or improper execution of a manufacturing step. In this case, it was reported that calcification was not present, and based on the manufacturing records review, there was no product lot issue during manufacturing and final testing. No information in regards to user technique was provided. A conclusive cause could not be determined for the reported knot not being present, which resulted in hemorrhaging that required an additional closure device. A query of the complaint handling database revealed no other incidents reported for knot not being present. A review of the lot history record revealed no associated nonconforming material records for this lot. During manufacturing, perclose at devices are visually inspected and a sampling of units is destructively tested to verify product quality, including proper suture placement.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using the perclose at device after an interventional procedure. Reportedly, after deploying the sutures, the knot was not there. Another perclose at was used to achieve hemostasis. There was no adverse patient sequela. The physician is proficient in the use of the device. Though requested, no additional information was provided.